Event description:
The end user alleges that he took a fall after hitting a little lip on the floor or ground while using his manual wheelchair. The end user claims he was all bruised up and was on his way to the hospital because of a possible broken ankle. He claims his feet did not fit properly in the footrests and they were flopping around when the alleged incident occurred. End user has switched to his old chair. On 9/1/2010, the end user sent an email to the distributor (B)(4). The sales rep that was notified by (B)(4) did not notify the sunrise medical (us) llc customer service dept until 10/4/2010. Sunrise medical (us) llc is currently reviewing, updating, and conducting training for our sales reps who are out in the field to ensure that they are complying with the FDA regulations regarding medical device reporting when they are initially notified of an adverse event or product problem.

Manufacturer narrative:
Product has not yet been returned to the MFR for eval and it is unk if or when MFR may have the opportunity to evaluate the device. MFR does not have all the details of the reportable event at this time to complete our investigation. A supplemental f/u report will be submitted as soon as we complete our investigation.